Event description:
It was reported to MFR, by reporter, per reporter, a complaint call was called into joerns in 2008, "stating the leg on the lift came apart. There is a bar on the inside of the leg that is clanking around, and it disconnected. A pt was in the lift at the time and the lift tipped [and or] fell or leaned against a staff member." The staff member is threatening to sue and the facility just wants the lift gone asap! No psr complaint was written to alert ra/qa until said product hit the receiving door the following month. Even though rep said a complaint call was made. Issued to the customer [after the fact] to get lift out of their facility.